Event description:
It was reported that during routine follow-up a vf episode which had been terminated by atp was noted. It was determined this episode was noise resulting in inappropriate atp therapy. The physician opened the pocked and did not find any insulation or set screw related problems. The physician will continue to monitor the patient. Device and lead remain implanted.

Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.